Event description:
The pump was returned for investigation. Investigation revealed that the cartridge compartment and battery compartment were both damaged. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the cartridge compartment is cracked at the top, and the casing around the cartridge compartment is cracked and chipped. The cartridge cap was unable to fully tighten. There was no evidence of moisture found inside the cartridge compartment. The battery compartment was also found to be cracking from the top of the compartment down to the case seal. The returned battery cap was able to tighten fully. There was no evidence of moisture in the battery compartment, and there was no issue with power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).